Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the sterile package was open when the product was being received.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was returned for investigation. Visual evaluation of the as returned product identified the tamper seal on the outer box was broken, the outer tray lid was opened and the inner tray lid was broken. The device was discovered during receiving/unpacking. The customer provided a picture which shows the reported device with the damaged packaging identified. However, the received condition of the product cannot be verified. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the sterile package was open. The reported device was returned and the reported complaint is non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.